Manufacturer narrative:
The imaging system was not communicating with the navigation system. The field service engineer spoke to the medtronic representative and suggested to bypass the bulkhead connectors and verify the network settings. Network setting were verified and communication worked between the imaging system and the navigation system. Troubleshooting resulted in the navigation selection feature was enabled in mvs software 3.1.6 and present on the exam information tab but the stealth was never selected. The medtronic representative disabled this feature and issue is now resolved and communication restored. No further issue reported. There was no impact on patient outcome. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called and stated the imaging system was not communicating with the navigation system. In troubleshooting the field service engineer walked the medtronic representative through bypassing the bulkhead connection and verify network settings. Network settings were correct and worked from imaging system to navigation system as well as pinging. The navigation selection feature was enabled in the imaging software 3.1.6 and present on the exam information tab but the stealth was never selected. If this was selected the green connection line would have appeared. The feature was disabled and issue was resolved and communication restored. There was no impact on patient outcome.